Manufacturer narrative:
The reported event of stylet could not be removed was confirmed. A complete lead was returned in one piece. Visual inspection of the lead found that the connector pin and crimp sleeve were pulled out of the connector assembly along with the inner coil which is consistent with procedural damage and the polytetrafluoroethylene (ptfe) stylet coating was bunched up/ clogged with the inner coil distal to the connector pin. The cause of the reported event was due to bunched up ptfe coating of the stylet inside the inner coil that prevented the removal of the stylet and excessive forces resulted in the connector pin and crimp sleeve to be pulled out of the connector assembly.

Event description:
It was reported that the patient presented to the hospital for a device upgrade procedure. During the procedure, it was noted that the left ventricular (lv) lead had the stylet stuck inside and could not be removed after the lead was sutured. The lv lead was not used and replaced on (B)(6) 2025. The patient was in stable condition.